Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, d4, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-may-2022 to 01-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bin 1.1 failed to open due to faulty circuit boards. A field service engineer replaced the internal remote access controller boards to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator drawer 1.1 failed to open, when users attempted to remove the lorazepam during a procedure. Customer confirmed that there was a delay to obtain the required medications and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that bin 1.1 was failed to open due to faulty circuit boards. A field service engineer replaced the internal remote access controller boards to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator drawer 1.1 failed to open, when users attempted to remove the lorazepam during a procedure. Customer confirmed that there was a delay to obtain the required medications and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.